Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) patient coincident with dianeal pd 4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2010, the patient started treatment with dianeal pd 4 ambuflex and dianeal pd4 ultrabag, (lot number, dose, and frequency were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and ambulatory peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis with(B)(6) and was hospitalized. The cause of the peritonitis was unknown. It was unknown if the dianeal therapies were ongoing or if the event of peritonitis resolved. No concomitant medications were reported. The nurse reported the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.